Event description:
The surgeon fired the endo gia stapler with a white load across the base of the appendix. After they placed the appendix into the endocatch and brought it out through the 12mm trocar site, they reintroduced the trocar and inspected the staple line. They saw that the stapler did not fire appropriately in the mid portion of the staple line. The area had to be over sewn which increased the time in the or.